Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. No ae reported. The reported failure mode in this case has been recognised as an existing issue with these instruments. As a result of feedback from the field a project has been initiated to research a new thread design for the trinity std introducer/impactor handles. Based on this, corin now considers this case closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The thread on a trinity std introducer/impactor handle has broken.